Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2023-04358 (MFR report number).

Event description:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2023-04358 (MFR report number).

Manufacturer narrative:
H3 other text : remote support from the customer care solution center was received.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the device ECG cable does not conduct. There was no patient involvement. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the ECG cable. The customer ordered a replacement ECG cable in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered a replacement ECG cable in order to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.